Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) and was found to meet functional specifications relative to the increased intra-peritoneal volume (iipv) identified via device log review. The cause of the iipv was insufficient drain; minimum drain volume percentage too low. A labeling review found the labeling adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)). Additional information: follow up revealed the patient transferred to hemodialysis and is no longer using the homechoice device for peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 2500ml and the total drain volume was 4048ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.